Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter. The balloon was loosely folded with contrast in the hub, balloon and lumen. The balloon, markerband, and proximal weld were microscopically inspected. Inspection found no irregularities or defects in the device. Functional testing was done by attaching an inflation device to the hub of the catheter and inflating the balloon the rated burst pressure. The balloon inflated and held pressure for 5 minutes, without leaking. The rest of the device was inspected and no irregularities or defects were found. There was no evidence of any damage or irregularities contributing to the reported balloon burst. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 85% stenosed, 30mm in length target lesion was located in the severely calcified and 2.75mm in diameter right coronary artery. A 2.00mm x 15mm maverick²¿ balloon catheter was advanced for dilatation. The balloon was inflated three times; however, on the 3rd inflation at 18 atmospheres, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). (B)(6). Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 85% stenosed, 30mm in length target lesion was located in the severely calcified and 2.75mm in diameter right coronary artery. A 2.00mm x 15mm maverick2 balloon catheter was advanced for dilatation. The balloon was inflated three times; however, on the 3rd inflation at 18 atmospheres, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.